Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of access site bleeding was determined to be use issue because the issue was resolved upon addition of sutures at the bleeding site. B5 additional information added. D6a, d6b added d4 model number corrected b7 added h5 corrected h6 component code added f6 and f8 should have been blank in the initial MDR.

Event description:
Additional information: care was withdrawn and the patient expired. Per adiomed safety office, abiomed does not have enough information to associate use of device with outcome.

Event description:
The us complainant had placed an impella cp for support of the patient post CABG (coronary artery bypass grafting). The patient had the CABG and on the ICU floor the patient arrested and team made choice to place a cp. The cp was placed but the access site had persistent bloody ooze. The team troubleshot by rbc (red blood cell) infusion x3 units, manual pressure, and a stich. The pump remained on for a total of 82 hours when care was withdrawn and patient expired. The death is not attributed to impella.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿